Event description:
Late 60¿s male with history of hypertension and severe multivessel coronary artery disease being worked up for transcatheter aortic valve replacement (tavr). Procedure: percutaneous transluminal coronary angioplasty rotablator and stent. The synergy monorail was damaged, it got stuck in the guidzilla. Removed from patient without known harm, another device used without problems. Manufacturer response for coronary drug-eluting stent, synergy¿ xd (per site reporter).